Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention occurred on (B)(6) 2023 where the ipg was explanted and replaced.

Manufacturer narrative:
The event of an ipg replacement was reported to abbott. The ipg was at its end of life (eol). The patient had lost therapy six weeks earlier. The replacement procedure took place as scheduled without any complications. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.